Event description:
The pt experienced symptoms of withdrawal: increased baseline spasticity, hallucinations, and irritability. The pump contained baclofen. The pt was admitted to the hospital. There were no active alarms. The pump programming was correct. A therapeutic bolus was given; there was no pt response to the bolus. Troubleshooting options were being considered. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).